Event description:
The pt stated that she discovered that the luer lock was cracked on her infusion set. She stated that this is the third time this has happened with her infusion set. The pt did experience elevated blood glucose at 331 mg/dl. The pt would change her tubing and bolus to counteract her elevated blood glucose. The pt reported symptoms of feeling nauseated. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. The pt was sent replacement product. The product has been requested for return to be evaluated.